Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on her back. The area was described as itchy. The patient indicated that the irritation was open due to scratching. The patient saw her doctor who advised the use of over the counter benadryl. The patient indicated that she chose not to use the benadryl as it makes her sleepy and she is taking so many other medications. The final medical outcome of the irritation is unknown.